Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was re-using cartridges and using cold insulin to fill cartridges. Customer reloaded the cartridge to address the issue customer¿s blood glucose level was 215 - 300 mg/dl.